Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported the pump not coming out of the reload process. The customer's blood glucose at the time of the incident was 383 mg/dl. The customer treated the high blood glucose by delivering a bolus. The customer was assisted in troubleshooting. The customer was advised to monitor blood glucose.